Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were not firing properly. The surgeon also took picture of how clips came out of device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how many devices were used in the procedure? 2 different er320 device (broken one is being returned). Or was there more than one procedure? No. What is meant: the device did not fire properly? Clips were not forming out of device correctly...look at picture once box is received. Did the device fire clips? Yes but they did not form properly. Did the device jam? Not that I was made aware of. Were the clips advancing in the jaws of the device prior to firing? Yes some were. Were the clips formed properly once they were fired? No. Was there any torquing or twisting during firing of the device? No conclusion: based on the photographic evidence provided of the subject er320 clip applier, the belief is that the er320 device functioned properly and the complication was potentially an interaction between incomplete firing stroke and subsequent rapid firing stroke. Hands on analysis may provide the evidence required to determine root cause. The hands-on analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 12 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.